Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the issue could be isolated to the suspect instrument. The suspect instrument has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the round tip active probe was intermittently being recognized when used alongside the reference frame. Disconnecting the reference frame and reconnecting it did not restore functionality. The navigation system was restarted and functionality was restored. The reported issue then reoccurred again and the navigation system was restarted again to restore functionality. The procedure was then completed with the navigation system.